Manufacturer narrative:
Corrected data: a2- (B)(6) 1987, should be in the previous MDR. B3- (B)(6) 2020, should be in the previous MDR. H6- clinical code 1937 should be in previous MDR. H6- device code 1583 should be in previous MDR . Claim# (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a zip lock bag with residue on the lens. Visual inspection found the haptic torn and residue on the lens. Claim#: (B)(4).

Manufacturer narrative:
Additional information: b5- "the doctor noticed low vault, refractive surprise and elevated iop. The exchange resolved the problem." Should be added to the initial MDR. H6- medical device problem code 1401 - refractive surprise. Claim# (B)(4).

Manufacturer narrative:
Age or date of birth: unk. Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. (B)(4).

Event description:
The reporter indicated that a 12.6mm, micl12.6, -10.0 diopter, implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2019. "Doctor saw that the lens was cracked." The lens was removed and exchanged on (B)(6) 2020. No injury to patient. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.